Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the reservoir ring was damaged. Customer's blood glucose level was unknown. Customer stated the insulin pump had cosmetic damage. Customer stated the reservoir and insulin pump does not show signs of damage. Customer reported that the reservoir was unable to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no damage to the reservoir tube lip noted. Device passed displacement test and basic occlusion test. The test reservoir p-cap was able to lock in place. (B)(4).